Manufacturer narrative:
Product analysis: received for analysis was one guard wire in a hoop with original packaging, lot number received matched complaint lot 0007833909. The ez-adaptor and ez-flator used during the case were returned. No visual damage was noted to the guard wire gold marker and hypo tube/extension wire joint. There was fluid in the guard wire balloon, indicating clinical use. The balloon was cloudy and baggy and exhibited the proximal balloon side detached from the seal band. Closer visual inspection under magnification detected some folding at the edges of the seal band, 0.5mm folded in the proximal direction as if the balloon was over inflated or pushed forward while inflated in the artery. Due to the detected damage to the balloon, inflation was not possible during testing in the analysis lab.

Event description:
It was reported that a physician was performing a carotid artery stenting (cas) procedure in the ica: internal carotid artery, 75% stenosis, mild calcification and mild tortuosity. The lesion was not pre-dilated. The first device was set up outside the patient's body, and successful inflation/deflation was confirmed with no issues noted. Therefore, the cas procedure started following the prep. After the device crossed the lesion, dilation was performed. However, the balloon was deflated once it was dilated, issue occurred during initial inflation. No resistance noted with ancillary device during delivery, no resistance passing the lesion site. Judging it as a balloon rupture, the customer opened another same-model device (the second device) as replacement, and it was set up without any problem, no anomalies noted during prep. However, after crossing the lesion, the balloon of the second device was deflated during dilation. Determining that the balloon ruptured again, the customer completed the procedure successfully with another device.